Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during post-implant defibrillation threshold (dft) testing the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced post-shock asystole lasting approximately 6 seconds. The asystole was the result of oversensing of baseline drift and noise causing termination of post-shock pacing after the post-shock sensing vector automatically changed to alternate. Boston scientific technical services (ts) discussed there are no programming changes that would avoid the issue based on the patient and device design. No additional adverse patient effects were reported. This system remains in service.